Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 11/24/2015 as follows: the plaintiff allegedly received the filter implant via right internal jugular vein on (B)(6) 2010 due to pulmonary embolism and high risk of recurrent pulmonary embolism. The plaintiff alleges tilt, vena cava perforation, device unable to be retrieved, and abdominal pain.

Manufacturer narrative:
(B)(4). Evaluation- a review of the complaint history device history records, and instructions for use was conducted for the purpose of this investigation. No device, imaging studies or hospital or medical records have been available. Therefore, the evaluation is based on the description solely. Without imaging it is impossible to comment on alleged filter tilt and perforation. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. It is unknown, if a filter retrieval attempt has been performed or "apparently, the filter is not able to be retrieved" is assessed by the physician based on the experienced. However, from the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Catalog and lot# are unknown, but tulip filter manufactured/inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook inc.. Will continue to monitor for similar complaints.

Event description:
Description of event according to complainant: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2010 at the (B)(6) hospital in (B)(6). [Pt] had suffered from recurrent pulmonary emboli. Apparently, the filter is not able to be retrieved. Alleged tilt and perforation". Patient outcome: [pt] claims abdominal pain with additional pain when laying on her right side. [Pt] also claims weight gain and pressure on her bladder. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
William cook europe initially reported event under MFR report # 3002808486-2015-00187. New information was received identifying that the product was a cook inc. Manufactured device. An updated emdr report was submitted under cook inc. MFR report # 1820334-2016-00163, follow up #1. This was in reference to william cook europe MFR report # 3002808486-2015-00187. Cook is now submitting an initial report to correct this issue. (B)(4). Evaluation- a review of the complaint history device history records, and instructions for use was conducted for the purpose of this investigation. No device, imaging studies or hospital or medical records have been available. Therefore, the evaluation is based on the description solely. Without imaging it is impossible to comment on alleged filter tilt and perforation. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. It is unknown, if a filter retrieval attempt has been performed or "apparently, the filter is not able to be retrieved" is assessed by the physician based on the experienced. However, from the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Catalog and lot# are unknown, but tulip filter manufactured/inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook inc.. Will continue to monitor for similar complaints.

Event description:
Description of event according to complainant: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2010 at the (B)(6). [Pt] had suffered from recurrent pulmonary emboli. Apparently, the filter is not able to be retrieved. Alleged tilt and perforation". Patient outcome: [pt] claims abdominal pain with additional pain when laying on her right side. [Pt] also claims weight gain and pressure on her bladder. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Evaluation- a review of the complaint history device history records, and instructions for use was conducted for the purpose of this investigation. No device, imaging studies or hospital or medical records have been available. Therefore, the evaluation is based on the description solely. Without imaging it is impossible to comment on alleged filter tilt and perforation. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. It is unknown, if a filter retrieval attempt has been performed or "apparently, the filter is not able to be retrieved" is assessed by the physician based on the experienced. However, from the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Catalog and lot# are unknown, but tulip filter manufactured/inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Description of event according to complainant: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2010 at the (B)(6) hospital in (B)(6). [Pt] had suffered from recurrent pulmonary emboli. Apparently, the filter is not able to be retrieved. Alleged tilt and perforation". Patient outcome: [pt] claims abdominal pain with additional pain when laying on her right side. [Pt] also claims weight gain and pressure on her bladder. Hospital and medical records have been requested but not yet provided.